Event description:
A pedicle screw system was implanted into the patient in 2007 for spinal fixation. Two of the locking nuts of the pedicle screw system were replaced two months later, after they were observed to have become loose. No complications or adverse effects from the procedure were reported.

Manufacturer narrative:
No evidence of product's failure to meet specification or manufacturing anomalies were identified. No definite root cause for the locking nut back out could be determined.